Manufacturer narrative:
We have received updated information. This complaint is not about "incorrect measurement" but "under measurement" and therefore opn 023 applies. No MDR is required. Please disregard the initial submission. This is a follow up report for this information. This is a follow up report correcting this report from reportable event to non-reportable due to the updated information that has been received.

Event description:
In this event it is reported that promark apex locator gave incorrect measurements. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.